Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not being returned.

Event description:
Customer is reporting that when using a mannequin the device is giving a user advisory 19 (max applied load exceeded) on the display screen. Customer was unable to clear error at the time of this event. No patient involvement reported. No further information provided.